Event description:
It was reported the physician used the cool path duo catheter for any atypical right sided flutter ablation. The catheter was used to collect mapping points and for ablation. After 85% of the ablation had been performed, the physician noticed the catheter felt hot where the catheter exited the hub of the sheath by the handle. The rf return pad and connections were verified to ensure the pt was properly grounded. The physician continued to use the catheter and finished the procedure. Two days later, the physician informed the sjm rep that the pt had developed a heat blister at the site where the ablation catheter exited the groin.

Manufacturer narrative:
Visual inspection of the returned catheter revealed no anomalies. Functional testing of the catheter confirmed the catheter passed continuity, resistance and EKG testing. The catheter successfully passed the ablation simulation test. A digital thermometer was attached to the catheter shaft close to the handle and the temperature of the catheter shaft was recorded during the ablation simulation testing. No significant change of the shaft temperature was observed. The thermocouple wire was tested and there were no anomalies noted with the thermal system. The catheter met all inspection criteria. The cause for the reported event could not be determined. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. (B)(4).